Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error; improper implant size selection, using too long of an implant.

Event description:
The patient has a dysmorphic sacrum. The patient had a right side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient reported right side radicular pain following the initial procedure. The surgeon determined that the middle positioned implant was too long and had breached the neuroforamen causing radicular pain. Two weeks after the initial procedure, the surgeon performed a revision procedure where he removed the middle positioned implant and replaced it with a shorter implant of the same type. No other preexisting implants were adjusted or removed. The patient's si joint and radicular pain symptoms resolved following the revision procedure.